Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Incorrect number of patties in packet when opened. Packet should contain (B)(4) however (B)(4) patties present. No further information available at this time, rep will be following up with reporter for more details. On 9/20/2015 per affiliate: "the product specialist has advised that there was no delay over 30 minutes nor any adverse consequences to the patient. Another same like device was opened to complete procedure. Lot number 628563."

Manufacturer narrative:
Upon completion of the investigation it was noted that the immediate action was to check the manufacturing documentation for this lot and perform a tcr for all the operators associated with the lot under question. The manufacturing documentation for lot 628563 was pulled and reviewed. Nothing was found to be out of the ordinary with this work order. Root cause is likely due to operator error, this however could not be determined. Per the requirements of the specification the operator is required to inspect the front and back of the patties and also count the amount of surgical patties. Operators are trained to wrap each string onto a counting card to make it very visible and to confirm that there are only 10 surgical patties on the card. A tr 5187 was opened to retrain all the operators that had worked on this product and lot number. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.